Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Event description: it is reported that after 1st pass through the lesion, the doctor had trouble advancing the thumb switch to pack. This happened 3-4 times on resulting passes. On the final pass, he felt the cutter moving forward easily, but under flouoscopy we could see the where nosecone separated from the catheter shaft. The device was removed without incident. No patient injury is reported. Evaluation summary: the turbohawk device was received for evaluation with the cutter driver (unattached) but without any other ancillary devices or cine images from the procedure. The distal tip assembly was separated from the adaptor collar at the hinge assembly. Both hinge pins were present but one was significantly folded in a proximal direction. The hinge cavities of the shaft adaptor exhibited material deformation. The source of the forces could not be determined. The tip assembly was attached to the turbohawk device by the driveshaft assembly. There was a piece of pliable red material stuck in the exposed proximal cavity of the tip assembly housing. The source and composition of the material could not be determined but it is consistent in appearance and texture to the red seal found on several touhy-borst hubs.